Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated she suspended the insulin pump and was eating for another 7 or 8 hours and her blood glucose would not come up; customer decided to go to the emergency room. Blood glucose value at the time of the admission was around 30 mg/dl. Customer stated she had to make adjustments to her basal rate settings because she felt they were too high since she would wake up with low blood glucose. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.